Manufacturer narrative:
Correction: additional information received from the rep clarified their initial report as verification of device data as opposed to allegation of device malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there was no problem with the ins, the rep had asked a question to the manufacturer's technical services only to verify the data from the ins. When the nurse told the patient that the data analysis of the ins showed no defects, the patient thought they might have accidentally switched the ins off several times. The patient was instructed again on how to use the recharger properly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with a neurostimulator. It was reported that the implantable neurostimulator (ins) was switching itself off during the past two months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.